Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Provider states that both back cane flip down locks are broken. No additional information provided.